Event description:
I felt something in my mouth...it was a piece of metal from my toothbrush head. The pin that the head swivels on had come out [device breakage]. Case narrative: consumer via e-mail reported that while brushing their teeth they felt something in their mouth and it was a piece of metal from their oral-b toothbrush head. The pin that the oral-b toothbrush head swiveled on had come out. No injury was reported. (B)(6) 2024 via digital safety assessment survey: the consumer was a 32-year-old female. No injury was reported. (B)(6) 2024 via image: the suspect product was oral-b power oral care refills 3d white eb18. No injury was reported. (B)(6) 2024 via e-mail: the suspect product was discarded. No injury was reported.

Manufacturer narrative:
Complained product will not be not available.